Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, the burr was used at 190,000rpm. However, it was noted that the burr was stuck. The advancer was then cut and the burr was removed successfully using a non-bsc guide extension catheter. The procedure was completed by performing coronary artery bypass grafting.